Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 3 years and 2 months post implant of a 29mm sapien 3 valve in a preexisting non-ew valve in the pulmonic position, the valve is failing due to severe insufficiency. Patient symptoms were not specified. Valve in valve is planned but postponed due to dental clearance. Procedure tentatively rescheduled.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Additional information was received from the site. The perceived root cause of the central regurgitation is that the patient was not taking anticoagulant medication. CT provided was analyzed by an edwards lifesciences imager. Under expansion of the 29mm sapien 3 was noted with asymmetric expansion. Thick cusps and pannus observed. However, it was unable to be determined how much the pannus is encroaching into the valve.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: additional information added to b5, additional code added to h6 device codes, additional code added to h6 type of investigation. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation and new information from the site. The following sections of this report have been updated: additional information added to b5, additional code added to h6 component code, updated health effect - clinical code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation findings. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device remains implanted and was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed by the edwards lifesciences clinical imaging team, and the following was noted: the valve is under expanded, the valve is asymmetrically expanded, and there is presence of pannus and thickened leaflet. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The report of thickened valve leaflets and subsequent valve in valve was confirmed based on the provided imagery. Hyperattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Valve thrombosis is the formation of significant blood clots on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening, which is a well-documented risk factor for halt. In addition, thickened leaflet/halt often resolves with anticoagulation, but recurrence is common if therapy is stopped prematurely. In this case, the patient stopped taking the prescribed anticoagulant medication and thickened leaflet/halt was noted per imagery review. As such, available information suggests that patient factors (inadequate anticoagulation therapy) may have contributed to the reported event. However, a definitive root cause was unable to be determined. The valve central regurgitation resulting in valve in valve procedure was unable to be confirmed. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Leaflet thickening can lead to improper leaflet coaptation, which can then lead to central leakage of the valve, as reported. Additionally, the valve appeared under expanded per imaging evaluation, which can also contribute to suboptimal leaflet coaptation. As such, available information suggests that patient factors (thickened leaflets) and/or procedural factors (under expanded valve) may have contributed to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the field clinical specialist, the patient did not have symptoms. The valve in valve procedure was performed successfully with a 26mm sapien 3 ultra resilia.